Event description:
The customer reported to baxter healthcare an unknown quantity of one-link non-dehp microbore catheter extension set(s) in which difficulty drawing blood/no-flow was detected. There is patient involvement; however, there is no report of patient harm. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.